Event description:
Unomedical reference number (B)(4). Event occurred in brazil on (B)(6) 2024, it was reported that the patient experienced past event of severe hyperglycemia on (B)(6) 2024 due to a bent cannula. Due to hyperglycemia patient experienced shortness of breath, uneven heart rate weakness, drowsiness, abdominal pain nausea and vomiting excessive thirst. The high blood glucose of customer was treated via insulin pen. Customer had been using the insulin pump system within 48hrs of reported high blood glucose event. Patient also claimed to be hospitalized from (B)(6) 2023 until (B)(6) 2023, had blood glucose value : >500mg/dl when admitted to hospital which was not reported and treatment was also not informed. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.